Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was [eol]. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.

Manufacturer narrative:
Subsequent information was received that the device was successfully explanted and replaced three months later. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker showed a battery status of one year remaining with a magnet rate of 90 ppm approximately six months ago. Review of device memory showed that the device reached end of life (eol) approximately four months later. The device battery was felt to have depleted sooner than expected. The patient was not pacemaker dependent. Device replacement will be planned for a date in the future. No adverse patient effects were reported.